Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that the device switched off without any notification during use. There were no health consequences for the patient reported.

Manufacturer narrative:
The log file of the affected device was analysed regarding the reported event. The analysis of the log file could confirm that evita v800 performed a synchronized restart of the ventilation unit and display unit on (B)(6) 2025 around 12:36 pm. The restart was caused in specified reaction on a detected deviation in the circuit board of the flow and pressure measurement module. The event was accompanied by the intended alarm messages "ventilation unit restarted". The faulty circuit board, as well as both data cables and the power cable of the flow and pressure measurement module were already replaced by the dräger service. The device was tested and confirmed to be operating as per manufacturer's specifications. As a safety feature of the device, the software analyses and verifies proper function of the device. In case of a detected failure concerning the flow and pressure measurement module the device would perform a restart to mitigate the issue and post an audible alarm in order to alert the user. In case of a complete loss of function of the ventilation, the emergency-breathing valve would open to ambient allowing for spontaneous breathing. Accompanying alarms will be activated in order to inform the user about the problem. However, manual ventilation with an alternate device may be considered necessary. The device reacted like specified to a detected deviation and posted appropriate alarm messages to inform the user about the problem. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that the device switched off without any notification during use. There were no health consequences for the patient reported.